Event description:
It was reported to tyco/kendall healthcare on 10/2005 that a customer had a problem with the kendall entriflex feeding tube. The customer states "the feeding tube was placed and confirmed by x-ray that the spring at the end of the guide wire was noticed in the catheter lumen."

Manufacturer narrative:
Submit date: 11/15/2005.